Manufacturer narrative:
A partial lead with the distal tip measuring 38.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that during lead extraction, the helix was unable to be retracted. The lead was explanted.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. High, out of range, pacing lead impedance and high capture threshold were observed. The lead will be capped. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient was fine.